Manufacturer narrative:
A review of the complaint history for s/n (B)(6) was performed in salesforce which did not locate similar complaint with the same failure mode for this serial number. A review of the device history record (DHR) for serial number (B)(6), covering the manufacturing period beginning on 11sep2018 to the present date, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer-reported issue. The reported condition of "device not detected on bus" was confirmed during fse testing and subsequently confirmed in the dchu testing process. The device was initially evaluated by the field service engineer (fse) according to work order (B)(4), the fse reported that main enhanced full height cubie drawer random cubies keep failing. Replaced retractor band and drawer board. During dchu visual inspection p/n 353844-01: was received with copper strands in contact with adjacent copper strands. P/n 151622-01: the part received showed no signs of physical damage, fluid ingress, loose or missing components. During dchu testing p/n 353844-01: the testing from dchu was not necessarily due to the thermal damage observed on copper strands during the visual inspection. P/n 151622-01: passed the dmm and hta testing. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint of "medes: station offline" was due to crossed continuity between adjacent copper strands of the "assy retractor dwr hh cubie" (p/n 353844-01) which lead to the observed thermal damage and ultimately compromised the drawer's functionality.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the user was unable to recover full height cubie pockets (B)(6) in drawer 3. As per part investigation, it was determined that there was crossed continuity between adjacent copper strands of the assy retractor dwr hh cubie which lead to the observed thermal damage. There were no adverse events or injuries reported based on this event.